Event description:
Patient reported the infusion device displayed an e8 power interrupt error after it had been in use for 1 day. The product was replaced and received at the first level investigation unit on (B)(6) 2013, and it was found the infusion device restarted by itself from the run mode. The infusion device will be sent to the manufacturer, and additional information will be submitted when the evaluation is complete. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. E8 power interrupt errors were found in the history. The pump correctly triggered an e8 error due to a power interruption of the pump. The interruption was caused by a loose connection in the pump electronics which could not be localized exactly, the occurrence of the error was reproduced by the analysis of the error log.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.